Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an otitis media infection that began in (B)(6) 2024. The recipient presented with swelling at the implant site and was given an extended course of antibiotics (type unknown), however, the issue did not resolve. The recipient's device was explanted. The recipient received an antibiotics IV after explant surgery until discharge, continuing on antibiotics until (B)(6) 2024, per infectious disease doctor recommendation. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The infection has reportedly resolved and the recipient has healed. The recipient will be reimplanted at a later date. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the test performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.